Event description:
It was reported that during implant the pacing lead was accidentally slit during the slitting process. The pacing lead was opened not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.